Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse confirmed error 32097 on the universal surgical manipulator 2 (usm). The isi fse replaced usm to resolve reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). Isi has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) prior to docking and reported universal surgical manipulator2 (usm) had a recoverable error 32097 that won't recover. Prior to contacting isi tse, the customer power cycled the system, but the issue persisted. The isi tse viewed system logs and confirmed errors 32096 and 32097 reported by the axes controller, motor (acm) board on the usm 2. The isi tse had the customer perform a hard power cycle and emergency power off (epo) of the patient side cart (psc), but the issue persisted. The isi tse inquired if the customer could complete the case using three usms; the customer stated they needed all four usms for the procedure. The procedure was converted to another dv system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: ports were placed prior to the issue being identified. The system was powered on and notified the room that "davinci is ready". The display on the screen of the robot arms was not visualized at the time. The fault was not identified prior to the case start.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The usm was analyzed, and the reported failure was confirmed and replicated. The error 32097 and 31226 was confirmed. Unit was tested on an in-house system in normal mode where it triggered an error 32097. During pftp 940 testing, unit failed fiber test due to clock spring, parallelogram, and rolling loop fibers low descending values. After installing a golden clock spring fiber, parallelogram fiber, and rolling loop fiber unit passed fiber retest and continued with 940 and 960 pfpt test.